Event description:
Reporter indicated an error message was received when a vns patient's generator was interrogated. The error message stated "warning randomization is on. Randomization must be programmed off with a clinical version of the software supporting randomization." A generator reset allowed successful interrogation of the generator. Device diagnostics were within normal limits. Investigation has determined that the "randomization" flag in both the model 101 and model 102 code is in a two-byte variable called "future". The randomization" flag is turned on when this variable is set to a non-zero value. Although the memory space for future is allocated, this memory is not read except during an interrogation sequence. There was no evidence that the "randomization" flag being turned on affects the ability of the device to delivery programmed stimulation. A phenomenon known as a "single bit upset" (sbu) was explored. Single bit upset (also known as single event upset) is caused when a charged radiation particle loses energy by ionizing the medium through which it passes. This results in a logical bit being flipped from a 0 to a 1 or vice versa. This is a problem for ram memory in particular. Since the model 101 and model 102 generators tore all of their stimulation and operational parameters in ram memory and do not include any hardware or software error-checking and correction (ecc), model 101 and 102 generators are susceptible to single bit upset. Although no definitive root cause was identified, the most probable root cause for this issue is a "single bit upset" (sbu) within the memory location that stores the randomization flag. The root cause for this event is related to design control, as single-bit upset detection and correction was not part of the original design specifications for the model 101 or model 102 pulse generators.